Event description:
It was reported that the patient underwent anterior discectomy and fusion at c3-4, c4-5 and c5-6 using intra-discal cage; and stabilization at c3-4, c4-5 and c5-6 fusion using rhbmp-2/acs. Reportedly, sometime post-operatively, imaging studies showed that the patient developed uncontrolled bone growth and nerve compression at or near the implant site. The patient experiences pain and radiculitis.

Event description:
It was reported that on (B)(6) 2009 the patient underwent: intraoperative biplane fluoroscopy. Local harvesting autogenous bone graft cervical spine. Anterior neural decompression cervical 3-4, c4-5, c5-6. Anterior discectomy and fusion cervical 3-4, c4-5, c5-6. Intra-discal cage, stabilization cervical 3-4, c4-5, c5-6. Preoperative diagnosis: spinal stenosis c3-4, c4-5, c5-6. Foraminal stenosis c3-4, c4-5, c5-6. Cervical myelopathy, scoliosis, degenerative disc and joint disease c3-4, c4-5, c5-6. Per-op notes: "hemostasis was achieved by thrombin soaked gelfoam. Then a peek implant from then affixed itself inter-discally and then to the vertebral body proximally and distally through a cancellous screw that engaged the implant itself was placed between each of the disc spaces at cervical 3-4, c4-5, c5-6 and it held in the interstices of the implant bone morphogenic protein and locally harvested cancellous autologous bone.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted and/or used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.